Event description:
It was reported that during unk type of surgery, with the pt under local anesthetic, the discal needle was actually within the pt and the unit would not work. The pt was brought back 4 days later for follow-up surgery. The pt returned due to pain.